Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed wbc results for one patient on the cell-dyn cd32000 analyzer. The following data was provided: sid (B)(4) initial 27.2, 1.08, 0.508, 1.06 k/ul. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. The results have flagging which should alert the operator for further verification of results, preferably, a slide review, before reporting results to the doctor. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified. (B)(4).